Manufacturer narrative:
Block b3: exact date unknown, event occurred (B)(6) 2025 from the date manufacturer became aware of the event.

Event description:
It was reported that the patient was experiencing pain relief due to spinal cord stimulation (scs) paddle lead had migrated out of epidural space as confirmed thru imaging. The patient underwent a lead repositioning procedure and was doing well postoperatively. Nothing was explanted or implanted.